Manufacturer narrative:
Brand name ; product ID 9735825ent (lot: 0012051014); product type: brand name ; product ID 9735824 (lot: 9912999386); product type: 2543-mnav - system h3: the system was serviced in the field and when the instrument was connected and disconnected at the electromagnetic interface box, instantly a 'localizer fault' message occurred and disappeared. The function test was repeated and it resulted in 'localizer fault' and the emitter and em interface box disconnected and rebooted. The em interface and em controller were replaced and the system normally operated. Codes b01, c07, d02 are applicable to this analysis. No parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an el ectromagnetic function issue. The localizer faulted. No patient was present.